Event description:
It was reported that three ems were used during a laparoscopic hernia repair. It was reported by the affiliate that the staples quit feeding out of the instruments. Another instrument was used to complete the case. There was no consequence to the pt.